Manufacturer narrative:
(B)(4).

Event description:
Procedure type: laparoscopic total gastrectomy. According to the reporter: the device was inserted orally. The stump of esophagus was dissected using an electrical knife. The tube was pulled under the endoscope. The surgeon felt friction when pulling at the 50cm on scale. Then the anvil and the device were disengaged. The anvil remained in the throat, but could be retrieved. The wound was extended for 4 cm, then manual suturing was done to correct the issue. No bleeding occurred. No tissue was damaged. Operative time was not extended more than 30 minutes.